Event description:
It was reported that during implantation of an impella cp a patient experienced bleeding at the access site. Perclose stitches were placed and angioseal was used to achieve hemostasis. Following insertion, a mobile left ventricular apical thrombosis was observed under fluoroscopy. Pump implantation was aborted and the patient survived.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product was returned for investigation. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The root cause of the thrombosis was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.